Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the cartridge passed visual inspection, no damage or defects were observed to the luer, o-rings, plunger, or cartridge body. A fill test was completed with no air bubbles being formed inside the cartridge. A force test was performed with no failures at the conclusion of testing. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge.

Event description:
The patient contacted animas on (B)(6) 2011 alleging he was hospitalized with a diagnosis of dka. The patient reported a bg of 260/280 mg/dl on (B)(6) 2011 at 2am. The patient claimed he treated with pump; however at 7am that same morning his bg had increased to 500 mg/dl. The patient believes he may have changes site at this time and stated he continued to test bg every hour and treat with pump, but was unable to get his blood glucose to decrease. When he arrived to the hospital, the patient claimed his bg was 650-660mg/dl, the pump was removed and he was placed on an IV insulin drip. At the time of the call, the patient's bg was 206 mg/dl. At the time of troubleshooting, the patient informed customer support that he did routine cartridge/tubing/set change on (B)(6) 2011. At the time of the change, the patient denied seeing any leakage or air bubbles. During review of pump the patient confirmed I:c ratio, isf, target bg, and iob settings were correct. It was noted that delivery of basal and bolus corresponded with total daily delivery. At the time of the call when the patient attempted to prime the pump he reported that he felt leakage at the cartridges luer connection. The patient claimed he changes cartridge/set every 4 or 5 days and sometimes refills cartridge 2 or 3 times. The patient also confirmed that he reuses tubing. This complaint is being reported because the patient was treated for hyperglycemia by an hcp while on insulin pump therapy. At the time of troubleshooting, the patient reported leaking at the luer connection, which may have contributed to the patient's elevated bg readings.